Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that there is a possible short on electrode 0 and 8. Very low impedances. Noted during surgery initial implant surgery. Physician not concerned. Contributing factor is that electrodes are closer to each other. No issue in therapy. The issue was resolved at the time of this event. No patient symptoms or complications were reported in this event.